Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 219 and 109mg/dl. Tests were done 10 minutes apart. Patient also reported inaccurate erratic results with a one touch basic meter. The patient's blood glucose results with one touch basic meter were 190 and 148 mg/dl compared to the fasttake meter's 219 and 109 mg/dl. Tests were done 10 minutes apart. No further information has been reported.